Manufacturer narrative:
The pump was returned to animas on 07/13/2017 and product analysis was completed on 7/19/2017 with the following findings: all keypad buttons were unresponsive or intermittently unresponsive. A leak test yielded failure around the display lens. The pump was opened to inspect the interior; moisture was observed throughout the interior, specifically in the keypad input circuit.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the arrow and okay buttons were under responsive. Moisture behind the display screen was alleged after the patient went swimming. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.